Manufacturer narrative:
Other applicable components are: product ID 3093-28, lot# v292726, implanted: (B)(6) 2009, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that their device had moved, and was causing them a bunch of problems maybe eight months prior to the report (maybe last christmas). The implantable neurostimulator was not in the pocket, and was poking out of the skin. It was uncomfortable to sit on. It was indicated that the battery was moved and the healthcare provider ran new wires on (B)(6) 2016. The patient was implanted for fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.